Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother and nurse reported concern over high blood glucose (bg) levels, noting bg had decreased from 309 mg/dl to 278 mg/dl two hours after lunch. The user, who has been on the ilet for one week, was informed that the device is still learning their correction patterns and will gradually adjust dosing. The highest blood glucose (bg) recorded was 278 mg/dl. Bg was corrected through the ilet correction algorithm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.